Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received a voluntary medwatch (mw51193140) in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges to have breathed in small particles from CPAP machine resulting in coughing and chest pain. Coughed up tiny plastic bits, chest pain continues. There is no allegation of serious or permanent harm or injury. No medical intervention was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on may 2, 2025, and h11 should be reported as the manufacturer received a voluntary medwatch (mw51193140) in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient previously alleges to have breathed in small particles from CPAP machine resulting in coughing and chest pain. Coughed up tiny plastic bits, chest pain continues. There is no allegation of serious or permanent harm or injury. No medical intervention was specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed missing air inlet filter unknown white and black contamination (dust-like), inconsistent with degraded sound abatement foam, in the iso port (international organization of standardization). The manufacturer observed dust-like contamination on top and bottom of the blower motor and the blower motor seal, blower box and bottom of the enclosure. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The manufacturer found no errors were logged. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified. Device problem code grid, evaluation method code, evaluation results code, component code, conclusion code grid has been updated.